Event description:
Description of event according to initial reporter: successful case and outcome. Patient returned a week later with infected aorta. He was questioned to have infection before the case, but unconfirmed. Patient outcome: the patient is scheduled for an endograft explant of the device on the (B)(6) 2021. The patient had an enlarged aneurism, high white count.